Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the bronchovideoscope had an error show intermittently when an object approached the light, as well as during angulation. The issue occurred during an unspecified procedure. There were no reports of patient harm.